Event description:
It was reported that the past year customer had been using the intermittent catheter which had packaging issue, there were too many packed into the box. The catheter was kinking and not usable because of this.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the past year customer had been using the intermittent catheter which had packaging issue, there were too many packed into the box. The catheter was kinking and not usable because of this. Per follow up via phone on 22apr2024, it was reported by the customer that when they received the box of catheters, they had too many in the box and the catheters were crinkled. The customer stated that they purchased the catheters from a third party.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿component kinked or damaged from supplier". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned